Event description:
It was reported by service report that the customer alleged that the stretcher was drifting while the brakes were engaged. Upon inspection of the unit by the service technician, it was identified that the brakes could not remain engaged due to the ring weldments being bent.